Event description:
It was reported by service report that the lock bar strut is broken in half and the seat weldment is bent which could effect supporting of weight. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.